Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they had issues with patient temperature (pt) dropping last night and water temperature (wt) dropping as well rather than warming in an arctic sun device. Per their review of the graph this statement correlates. Nurse stated that overnight patient temperature (pt) would change from 37.6c in minutes to 35.5c and then up to 36.9c. Nurse denied any alerts or alarms. Reviewed event log and they did receive alarm 14 (patient temperature (pt)1 probe out of range) which nurse states occurred when they unplugged the probe. Currently patient temperature (pt) was 37.7c, targeted temperature (tt) was 37.5c, water temperature (wt) was 28.3c, water flow rate (wfr) was 2.5 l/m. Ts foley in place. Had a flex temperature cable and no fluctuations noted. Advised they could not trouble shoot after the fact because they could not recreate the occurrence. Important to call in the moment when they were seeing issue. Advised they need to have them download the therapy data once complete and let them review to see what exactly occurred. Noted they would reach out to local representative to assist them with the data download once therapy complete and they could send to ttm tech support for review.

Event description:
It was reported that the nurse stated that they had issues with patient temperature (pt) dropping last night and water temperature (wt) dropping as well rather than warming in an arctic sun device. Per their review of the graph this statement correlates. Nurse stated that overnight patient temperature (pt) would change from 37.6c in minutes to 35.5c and then up to 36.9c. Nurse denied any alerts or alarms. Reviewed event log and they did receive alarm 14 (patient temperature (pt)1 probe out of range) which nurse states occurred when they unplugged the probe. Currently patient temperature (pt) was 37.7c, targeted temperature (tt) was 37.5c, water temperature (wt) was 28.3c, water flow rate (wfr) was 2.5 l/m. Ts foley in place. Had a flex temperature cable and no fluctuations noted. Advised they could not trouble shoot after the fact because they could not recreate the occurrence. Important to call in the moment when they were seeing issue. Advised they need to have them download the therapy data once complete and let them review to see what exactly occurred. Noted they would reach out to local representative to assist them with the data download once therapy complete and they could send to ttm tech support for review.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. It was reported that after reviewing event log and they did receive alarm 14 (patient temperature (pt)1 probe out of range). A DHR is not required as this is not an out-of-box failure. The instructions-for-use under baw2800548 rev. 3, baw2800424 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.